Event description:
The customer reported that he was having issues with the sensors. After 17 hours his sensor stopped working. The insulin pump alarmed lost sensor. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found sensor broken near sensor base. Broken part still attached to sensor base. Unable to confirm customer received sensor damage due to customer returned opened/used.